Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15nov2018. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator will not operate on battery.the customer reported that the unit was not in use on patient. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 17dec2018. Date received by manufacturer: 12dec2018. The customer's biomedical engineer replaced the power supply and power management board to address the reported problem.